Event description:
It was reported that the pump touch screen was cracked and unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had an alternate pump for insulin therapy.